Event description:
Cracked or deformed cartridge/tip. Iol got stuck in the nozzle during insertion; lens injector tip cracked during insertion. Lens was still able to be implanted. No incision enlargement, but sutures were required. Patient condition: no clinical signs, symptoms or conditions. Health impact: modified surgical procedure, prolonged surgery.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Injector malfunction is indicated as a potential malfunction related to the injector system, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d3 - corrected manufacturer's us address to new location. G1 - corrected manufacturer's us address to new location. H3 - corrected to yes. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The injector was returned. The iol was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model:230). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector tip without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Cracked or deformed cartridge/tip. Iol got stuck in the nozzle during insertion; lens injector tip cracked during insertion lens was still able to be implanted. No incision enlargement, but sutures were required. Patient condition: no clinical signs, symptoms or conditions. Health impact: modified surgical procedure, prolonged surgery.